Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. A product investigation was completed: the complaint condition is confirmed as the implant was received with the distal tip broken off and not returned. The break is roughly transverse and located where the proximal edge of the needle component would be captured inside the peek portion of the implant. The specific details regarding the application of force and method of use are unknown; therefore, no definitive root cause was able to be identified. However, returned condition is consistent with implant failure as the result of the application of excessive forces prior to tensioning of the implant. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Further evaluation at the complaint handling unit (chu) shows that this implant is part of the sternal zipfix system. This system is intended for primary or secondary closure/repair of the sternum following sternotomy or fracture of the sternum. Proper use is addressed in the technique guide. The fracture site of the returned portion was examined under magnification and no material voids were identified which may have potentially compromised the integrity of the device. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the condition is not applicable as the implant is already broken. The balance of the implant is in working condition and does not show any signs of wear from tensioning. The outer carton was also received marked with the part and lot number and in an opened and bent condition. A review of the current design drawing /manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The blunt needle is designed for peristernal application and is cut off prior to tensioning of the implant. The specific details regarding the application of force and method of use are unknown; therefore, no definitive root cause was able to be identified. However, the returned condition is consistent with implant failure as the result of the application of excessive forces prior to tensioning of the implant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was on (B)(6) 2015, the case was delayed five minutes for the removal of the broken device. No harm to patient and no follow up required. Patient is recovery normally.

Event description:
It was reported that a zipfix needle broke off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Supplier: samaplast ag. Manufacturing date: 08april2012 expiry date: 08april2019. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.